Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that once the lens was delivered into the eye the surgeon realized that the trailing haptic was damaged and the lens had to be removed during initial procedure. Additional information has been requested.